Event description:
A reporter called to report the adverse events she is experiencing from her total knee replacement implant she had in 2018. The reporter stated that ever since she had the right knee replacement, she keeps falling down. She said she fell so many times, she does not even remember the count. She said one time she fell at her house and injured herself. She said last week she went for a walk and she fell forward. In order to keep her balance she has to use a cane or walker otherwise she would fall down. She also said, her right knee gets contracted and gets stuck when she is sitting. She said it hurts so bad if she is trying to move it once it gets stuck. She said, her doctor said everything is fine on the x-ray, so what she is experiencing is normal.